Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: products: 9735737, sw, s/n/lot: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site registered and verified the patient¿s registration after they continued to navigate and went sterile the 2d images would not appear in the software. The site confirmed that the instruments and reference frame were tracking and made sure the footswitch was not pressed to pause navigation. The site tried to re center the images while not navigating and they still did not appear. The site turned off the 2d images in the 2d tab and then turned them back on and the images appeared. The site was still accurate. There was a less than 1-hour surgical delay and no impact on patient outcome.